Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured approximately 28 centimeters from the is-1 terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the hospital due to dizziness. Review of the implanted system revealed high out of range pacing impedances along with noise and inadequate sensing and pacing. A lead conductor fracture was suspected and lead revision was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the hospital due to dizziness. Review of the implanted system revealed high out of range pacing impedances along with noise and inadequate sensing and pacing. A lead conductor fracture was suspected and lead revision was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.